Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between december 1, 2020 and february 28, 2022. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf impact code f02 captures the reportable event of death.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems and wallflex colonic soft stent system with anchor lock delivery system through the article "endoscopic ultrasonography-guided gastroenterostomy versus uncovered duodenal metal stenting for unresectable malignant gastric outlet obstruction (dra-goo): a multicenter randomized controlled trial" by antohny yuen bun teoh, et al. Per the article, there was a multicenter randomized controlled trial. Eligible patients across seven high volume institutions in hong kong, belgium, brazil, india, italy, and spain were recruited. These patients were 18 years or older and had malignant gastric outlet obstruction due to unresectable primary gastroduodenal or pancreaticobiliary malignancies, and an easter cooperative oncology group with performance status score of 3 or lower. After recruitment, patients were randomly allocated to received either endoscopic ultrasound-guided double-balloon occluded gastrojejunostomy bypass (epass) assisted ultrasonography-guided gastroenterostomy (eus-ge) or duodenal stenting. Both procedure types were performed by experienced endoscopists. The aim of this study was to assess whether the use of epass-assisted eus-ge with a double balloon occlude for malignant gastric outlet obstruction could reduce the need for reintervention within 6 months compared with conventional duodenal stenting and findings were between december 1, 2020 and february 28, 2022. Technical success was defined as successful placement of a stent across the site of obstruction, confirmed by endoscopy or fluoroscopy. In the duodenal stent group tumor ingrowth was seen in 12 patients that required additional placement of either eus-ge or duodenal stents. One patient had stent obstruction due to food residue, and one patient had proximal stent migration into the stomach that was replaced endoscopically and replaced with a new duodenal stent. Six patients died due to progressive disease, cardiac arrest, pulmonary embolism, cholangitis, and recurrent hypoglycemia. In addition to these deceased patients, pneumonia and cholangitis were seen in other three.